Event description:
The patient underwent a procedure to receive a permanent scs system. It was reported a cerebrospinal fluid (csf) leak occurred during the procedure. The physician abandoned the case. The patient was asymptomatic post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.